Event description:
Patient reported having pain in their teeth. It is shooting from their gums to their teeth. Patient went to see their dentist and the dentist could not find anything that would cause pain. It maybe due to the patient being hospitalized and grinding/clenching their teeth in the aligners. The dentist recommended to not wear the aligners for a few days and to be re-evaluated for filling not looking completely sealed. For clenching on aligners while under stress from hospital stay. Patient was seen for re-evaluation for having pain on left side top and bottom. Dentist did exam and diagnosed grinding/clenching. It was recommended that patient look into a night guard. Diagnostic findings were provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.